Manufacturer narrative:
(B)(4). An examination of the device showed that the handle contained skived material within the grasper channel. All incoming ncr's for both handle halves were reviewed and no similar issues were noted. Also, the operators were interviewed and have not seen this issue during manufacturing. (B)(4) does perform functional test on 100% of the calypso handle and grasper assemblies and examines the device for loose particulate. It is possible that (B)(4) could have created the failure during the functional test with the grasper, though unlikely as the handle and grasper are only tested once for functionality. The channel has multiple skiving marks. Therefore, the cause of the complaint cannot definitively be attributed to (B)(4).

Event description:
Alleged event: the doctor was attempting to close a 12mm defect from a robotic hysterectomy. When the suture grasper was pushed through the guide channel, a piece of white plastic fell into the patient. The piece of plastic was no bigger than the ball point of a ball point pen. The piece of plastic was not found. However, when the grasper is moved in and out of the guide channel, plastic continues to be scraped out of the channel with the grasper. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has been returned to the manufacturer however the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the doctor was attempting to close a 12mm defect from a robotic hysterectomy. When the suture grasper was pushed through the guide channel, a piece of white plastic fell into the patient. The piece of plastic was no bigger than the ball point of a ball point pen. The piece of plastic was not found. However, when the grasper is moved in and out of the guide channel, plastic continues to be scraped out of the channel with the grasper. The patient's condition was reported as fine.